Manufacturer narrative:
The reagent lot number is 89430901 with an expiration date of 31-oct-2026. The field service engineer identified the cause as a faulty sample probe and incorrect rinse levels. The sample probe was replaced, and rinse levels were recalibrated. He verified the analyzer's performance with successful mechanical and precision checks. The customer performed successful qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable calcium gen.2 assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 5.78 mg/dl. The repeat result was 9.39 mg/dl. The physician questioned the initial result, prompting the rerun. The repeat result was deemed correct.